Event description:
Related manufacturer reference number: 2017865-2022-12476. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. It was noted that the pacemaker was over-sensing noise leading to pacing inhibition prior to the lead intervention procedure. The pacemaker was explanted and replaced, while the rv lead was capped and replaced with alternate rv lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of over-sensing was not confirmed. As received, the device output and telemetry communication were normal. The device battery was found above the elective-replacement level consistent with appropriate remaining longevity. Analysis performed did not identify any functional issues. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.